Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 500 mg/dl; cause was not known. Customer was in the hospital for a non-diabetes related issue and a nurse administered an insulin injection to address bg. As the event occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.